Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose levels. It was stated that the customer did not bolus for food she consumed, resulting in high blood glucose levels. The caller had no reason to believe that the insulin pump malfunctioned. Nothing further was reported.